Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that noise on rv lead resulted in non-sustained vt episodes. The lead was explanted and replaced.

Manufacturer narrative:
Analysis found external abrasion between 23.1-23.6cm from the connector pin, consistent with friction to the ICD can. The etfe coating in the sensing coil was abraded and could cause the reported noise.